Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. Product met final inspection and testing requirements prior to shipment. The report is being filed late due to an isolated oversight resulting from personnel change. The rate seen (48 worldwide reportable incidents out of estimated 200,000+ procedures performed to date) is approximately 0.023% of the procedures and within the acceptable range as identified in risk analysis documentation.

Event description:
Clinic reported a patient who experienced decreased strength and numbness in left arm, hand, thumb, middle finger and index finger 3 days post miradry treatment. During the treatment, the patient's left arm felt "dead" for approximately 1 minute. The symptoms began to improve within 3 days post-treatment. By 17 days post-treatment, the patient slowly regain strength and started to go to physical therapy.